Manufacturer narrative:
(B) (4).

Event description:
Since having an MRI last week, the pt had felt nauseous. The pt had not gone to see her managing physician after the MRI, but had an appointment scheduled. The reason for the MRI was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.